Event description:
The customer reported that the system did not xray and the fluoroscopy pedal failed. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the pedal. The system operates as intended.